Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately four (4) years post initial procedure, the patient presented with a type iiib endoleak, a type iiia endoleak and aneurysm enlargement (unknown diameter). The patient's current condition is unknown, and it is unknown if the physician plans to re-intervene.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported aneurysm enlargement is unconfirmed. The reported type iiia endoleak (with complete component separation) and type iiib endoleak (of the main body) are confirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the type iiib endoleak is device-related due to the use of strata material. The most likely causation for the type iiia endoleak is user-related due to an oversized cuff for patient (off-label condition). Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was not reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place on (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Note: this initial/final report is being submitted per FDA request due to invalid cfn number previously indicated.